Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 72" message.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.